Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's belt clip broke. Customer's blood glucose was 450 mg/dl. It was reported that there was a 911 call due to customer having chest and arm pains. It was reported that customer had a heart attack. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose and states had trouble with infusion set.